Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia after switching from their usual infusion set to an inset during a supply change, with cgm values reaching 400 and remaining elevated for approximately 15 hours until the user reverted to their prior infusion set, after which glucose trended down to 244. Symptoms included hyperglycemia without reported ketoacidosis or other complications. Outcomes included recovery without medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education on infusion set setup and potential issues such as a bent teflon cannula. Investigation of this case revealed a suspected infusion site or set issue during the inset change that impeded insulin delivery, with resolution after switching back to the prior set; the exact cause remained undetermined because the removed set was not available for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.